Event description:
It was reported that during a single site supra cervical hysterectomy procedure, the jaws were not closing properly. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with skiving of the heat shrink (shaft cover) material and with all intact and with excessive tissue in the jaws and knife track. Under magnification, the jaws appeared to be bent. There were no anomalies noted with the articulation of device. The I-blade does advance smoothly and to end of jaw, however, the jaws did not close fully. The jaws opened but sometimes required assistance. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged.